Event description:
It was reported that a patient identified drug-like residue(fluorouracil) on the pouch, and described the leak to be coming from a split on the tubing.

Manufacturer narrative:
Other, other text: although no product was returned for evaluation, a picture was submitted to investigate the reported leakage. No leaks could be observed in the picture. No other analysis was performed. Root cause could not be determined since the complaint could not be confirmed.